Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that cold insulin is off label per the user guide. Customer¿s blood glucose level was 67- over 600 mg/dl. Elevated blood glucose levels were addressed by correction injection via manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.